Manufacturer narrative:
Device evaluation summary: skin irritation is an expected low-frequency event. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. There is no indication of a device malfunction.

Event description:
A zoll distributor reported that on (B)(6) 2015, a (B)(6) male patient experienced a rash that was bleeding under the front therapy electrode. Follow-up with the patient on (B)(6) 2015 indicated that the patient discussed the rash with his doctor, and the doctor indicated that the patient would not be wearing the device much longer. The patient then stated that he would continue to wear the device and deal with the rash. The patient continues to use the lifevest. The clinical outcome of the bleeding rash is unknown.